Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked. This report is made based on the results of evaluation completed on 10/16/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/16/2013 with the following findings: the pump battery compartment was observed to be cracked. The battery compartment was examined and there was no evidence of moisture observed inside the compartment. A test battery cap was inserted and was able to fully tighten to the pump with no power loss duplicated. The pump was opened and no moisture damage was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.